Event description:
It was reported that prior to an unk procedure, the hand switch did not activate properly. Another device was used to complete the case with no pt consequence.

Manufacturer narrative:
Info anticipated, but unavailable at this time.